Manufacturer narrative:
(B)(6). This report is for one (1) unknown cannulated screw. Part#, lot# and UDI # is not available. Implant surgery was in (B)(6) 2015. Exact date is unknown. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown cannulated screw. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a 3.0mm cannulated screw to treat a right scaphoid fracture in (B)(6) 2015. Post operatively, patient complained of discomfort and pain from the screw. Patient requested screw to be removed. It was noted that the fracture was healed. Patient underwent surgery to remove the screw on (B)(6) 2016. The screw was being removed with a cannulated cruciform screwdriver when the tip of the screwdriver broke off and stripped the screw head. Another instrument was used to turn and remove the screw completely. The tip of the screwdriver remained lodged in the screw head. There was a 15 minute surgical delay. Additional medical intervention was not required. C-arm x-rays were taken at the end of the procedure to verify screw removal. Patient was not revised to any additional hardware. Procedure was completed successfully and patient was reported as stable. Event occurred during the removal surgery is captured under (B)(4). Concomitant medical products: cannulated cruciform screwdriver (part # 314.463, lot # 4940021, quantity 1). This report is for one (1) unknown cannulated screw. This is report 1 of 1 for (B)(4).